Event description:
Additional review of the event found the lead had migrated. It was unclear if the lead had also broken.

Event description:
Additional information from the patient's health care provider (hcp) showed the patient had their lead replaced. It was stated the hcp attempted multiple reprogramming sessions with no success. The lead was replaced, and the patient outcome was reported as no injury. The date of the revision was not reported.

Manufacturer narrative:
Lead model 3889-28, serial # (B)(4), implanted: (B)(6) 2010 explanted: unknown; programmer model 3037, serial # (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and return of symptoms at night following a fall. Impedance readings were greater than 4000 ohms. Additional information has been requested, but was not available as of the date of this report.